Manufacturer narrative:
One 131f7 catheter with attached 1.5cc monoject syringe were received for examination. The balloon was found to be ruptured at the central area around the circumference and inverted to the distal side. After pulling the balloon back to the proximal side, the ruptured edges did not have a similar shape and did not match up; there was also a gap of missing latex. Blood was visible inside of the balloon. Per edwards IFU, "to avoid damage to the pulmonary artery and possible balloon rupture, do not inflate above the recommended volume". All through lumens were patent without any leakage or occlusion. There was visible damage observed from the catheter body or returned syringe. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. This report is associated with report #2015691-2014-00392 , 2015691-2014-00393. .

Event description:
It was reported that three separate balloons ruptured after insertion via introducers. The fourth catheter was placed and worked successfully. Two of the balloons ruptured after being placed via a left subclavian introducer that was placed immediately prior to the insertion of the catheters. The third balloon ruptured after being placed via right internal jugular introducer that was placed following the unsuccessful deployments of the left subclavian. The fourth catheter placed was successful via the right internal jugular introducer. It is not known if there were any problems during the insertion of the two introducers. The introducers were discarded. It is not known if there were edwards introducer or not. Further follow up indicated that it was not known if there was any missing latex.